Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Approximately one hour post procedure, the patient became unstable, and a limited transthoracic echocardiogram (tte) was performed. A worsened pericardial effusion was noted as well as cardiac tamponade. A pericardiocentesis was performed, and approximately 140 cc's of bloody fluid was removed from the pericardial sac. The patient's vitals returned to normal. The patient was discharged home the following day.